Manufacturer narrative:
External insulation abrasion was noted at 8.2 cm to 8.5 cm from the pin consistent with lead friction to the can. The lead was otherwise normal.

Event description:
Ithis report is to advise of an event observed during analysis.